Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had adjusted their stimulation a few weeks ago, they turned the stimulation up to the level their managing health care provider (hcp) had told them to adjust it to and it seemed to be working more effectively for their symptoms for a couple days but then "something went a little haywire on it" and they got a jolt from it in their vagina. The patient stated they called a nurse at their physician's office (not their managing hcp office, just their regular physician's office) and the nurse advised them to go to the emergency room (ER). The patient stated at the ER, the physician at the ER told them they had experience with the neurostimulator and said "yeah, sometimes they malfunction and different thing can happen." The patient stated the physician at the ER told them that the best thing they could do was turn it back down and talk to their managing hcp. Patient services did not ask any further questions abut the comment from the ER physician about the devices as they were focused on the reason for call. Patient stated they turned the therapy down and they no longer experienced the pain/jolt on the current setting since they turned it down. Patient stated they have been on that setting now for about 3 weeks or so and they had initially called to ask if patient services had the record of the previous setting they had been on before they increased the stimulation initially. Patient denied that they had any falls or traumas that would have led to the jolt nor had they been around any strong electromagnetic forces at the time it happened. Patient services reviewed external device function with the patient and reviewed there was no way to keep a log or a record of their previous therapy settings and redirected the patient to follow up with their managing hcp about their concerns. The patient stated they had an appointment coming up with their hcp tomorrow so they would follow up with their hcp about the issue then to see if they could find their original setting. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient was still having trouble. They were unable to adjust on her own - product not improving incontinence.